Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to missing hardware on the siderail. He replaced the latch bushing, roller guide and the lower pivot bolt to repair the stretcher.